Event description:
The user facility reported that during a tympanoplasty procedure, the cup of the curette broke off. The surgeon was not sure if the tip was in the pt's ear or had fell on to the drape or the floor. An x-ray was performed, and the surgeon found that the cup had not broken off into the pt's ear.